Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions ), h11. Corrected fields: b6, b7, d10, h6 (health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. The fse replaced the helium reservoir assembly (0997-00-0565), the device has passed the pre-use inspection and all factory-specified performance and safety index tests. Can be used clinically. No harm reported. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave and tested the part to factory specifications per the cardiosave service manual . All tests passed. No failure confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump unit stopped pumping during pm procedures, there was no patient involved.